Event description:
It was reported that ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
A field service engineer has been on site and started the investigation. A pressure transducer printed circuit board and the oxygen gas module have been replaced. Replaced parts have been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).